Manufacturer narrative:
Correction to the problem description. This allegation was misreported by the customer and was not accurate to the issue being experienced by the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was initially reported to philips that the battery for the device failed to charge. Upon clarification from the fse, it was stated that this was reported incorrectly and that there was no malfunction associated with charging function of the device. There was no patient involvement.

Event description:
It was reported to philips that the battery for the device failed to charge. There was no patient involvement.